Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Pump was tested with no prime and fill anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had to rewind the pump, it keeps getting into a loop and he cannot exit. The blood glucose level was unknown. The customer reported that they are unable to exit the preparing to prime loop. The customer reported that they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised the pump will be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.